Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged auto-off alarm issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the days when the alleged alarm issue occurred due to continued customer use. The auto-off feature was set to 17 hours and there was no auto-off alarm in the available date range. The total daily delivery added up correctly and reflected the user¿s programed basal settings. Using the returned cartridge cap and a test battery cap the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The auto-off feature was set to 1-hour for test purpose and it functioned properly with visual and audio alerts after 1 hour. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was as high as 510 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The patient allegedly did not hear an auto off alarm and failed to prime afterward, hence the patient went without insulin for an unspecified period of time. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the patient failed to respond to an alarm appropriately.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.